Manufacturer narrative:
(B)(6). (B)(4). Investigation summary: the sample s were received by bd for evaluation. A quality engineer was able to review the returned sample of (26) 1ml, 13mm, 27g bd safetglide allergy syringes (1 loose, 25 in a sealed tray) from lot # 0265969, product # 305950 with the reported issue that ¿the plunger broke off¿. All returned syringes were examined and the loose sample exhibited a broken plunger rod. A review of the device history record was completed for batch# 0265969. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Manufacturing (holdrege) investigation results: on (B)(6) 2021, holdrege received a complaint, via a picture, from material 305950, batch 0265969. Visual inspection shows the plunger broken and on the outside of the syringe, stuck in the safety device. Process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. There were no log book entries or quality notifications during the production of this batch that pertain to this defect. A root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: customer returned (26) 1ml, 13mm, 27g bd safetglide allergy syringes (1 loose, 25 in a sealed tray) from lot # 0265969. Customer states that the plunger broke off. All returned syringes were examined and the loose sample exhibited a broken plunger rod. A review of the device history record was completed for batch# 0265969. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe alrg sftygld 1ml w/ndl 27x1/2 rb experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: material no: 305950, batch no: 0265969. A couple months ago we tested the bd 305950 syringes and liked them better than the syringes we had been using for over a year, not a bd product, a competitor of yours. All of our nursing staff used them and wrote down their thoughts. Everyone agreed we would start using the bd 305950 going forward. We're into our third case, two different sets of lot numbers, and have had all these recent issues. We're going to end up having to go back to the other brand I think unless some sort of satisfactory explanation/solution can be made. Our head nurse is very upset with this entire situation. While pulling serum from a bottle the plunger just broke off. No patients were involved, we were drawing up the serum in the morning. No one was hurt, no patients were involved right now it was just the one syringe.